Event description:
The pt reported on (B)(6) 2013, she had a seizure due to blood glucose measuring in the 40's mg/dl (exact bg level not provided). The emergency medical tech (emt) was called and she was taken to the hospital. There was no add'l bg levels, history or hospital treatment info provided at the time of the call. The pod was worn for 24 hours.

Manufacturer narrative:
The product was not returned. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." And it advises, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspected that your blood glucose level is low, check your bg level to confirm."